Event description:
Customer reported the infusion set leaked insulin due to a bent cannula, and he experienced hyperglycemia of 396 mg/dl as a result. He does not believe he inserted the infusion set correctly. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.